Event description:
The customer reported issues with the flow of air and water from the subject device. The device was sent to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material). There was no effect on a patient due to the event.

Manufacturer narrative:
Initial reporter name and address: establishment name: (B)(6). During inspection and testing, service found the nozzle was clogged with foreign material which prevented the flow of water and air. The material was a crystallized white substance. In addition, the adhesive on the bending section cover was worn, the light guide lens was scratched, the plastic distal end cover was dented and the insulation resistance was out of range, the biopsy channel leaked, there was play in the angulation knob and angulation was reduced, the top of switch one was worn, and the cord was wrinkled. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material remained could not be identified. The likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.